Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported that over the last 2-3 weeks they had been having no delivery alarms on the insulin pump. It had happened over 4-5 times. The caller stated that the infusion set change would usually resolve the issue. Troubleshooting was performed. The caller stated that one of the no delivery incidents was resolved with a change of reservoir. The infusion set and reservoir will not be returned for analysis. The insulin pump will not be returned for analysis.